Event description:
It was reported that at follow-up, noise was observed. The patient was sent to radiology, externalized conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.